Manufacturer narrative:
Concomitant medical products: dtbc2qq ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion caused by high outputs of the right ventricular (rv) lead and right atrial (ra) lead. Reprogramming was done and both leads remain in use. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.